Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) unit was not working in battery. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found the batteries to be defective. To fix the issue the fse replaced the batteries. The unit was working fine after that and was handed over to the customer in good working condition.